Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant high pacing lead impedance, high capture threshold and no pacing was observed. Helix retraction issue was also noted after replacing the lead. Patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 52.3 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.